Event description:
The customer reported a falsely decreased co2 result generated on the architect c16000 analyzer on a patient. Results provided: (B)(6) 2022 ,sid (B)(6) 10 / 22 normal range: 19-30, no uom provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system were performed. Tubing was replaced as part of troubleshooting which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.